Event description:
It was reported that high lead impedance was obtained upon diagnostics of the patient's device. Device was previously checked in (B) (6) 2009 and diagnostics were good. Patient reported that she may have fallen and caused trauma to device, but patient was a poor historian. It was also reported that the patient was seizure-free for six weeks prior to may visit, which had not happened before. Patient has been referred for x-rays of device and surgical consult. Revision surgery is likely, but has not occurred to date. Attempts for further information have been unsuccessful to date.